Manufacturer narrative:
This report is submitted on december 04, 2023.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) due to pain, skin overgrowth and drainage. Subsequently, the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. The patient also underwent revision surgery to suture and debride the wound during the same surgery. The implanted device remains.